Manufacturer narrative:
On 10/29/2020, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with an unknown ablation catheter and suffered cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and death. No biosense webster (bwi) product malfunctions were reported during the case. After completion of the case and while removing the sheaths, the certified registered nurse anesthetists (crna) did not have a good oxygen (o2) waveform on monitor while extubating the patient. Patient was given blood. The partial pressure of oxygen (po2) was low on venous gas. A transthoracic echocardiography (tee) was performed demonstrating enlarged right ventricle (rv). 12-lead was placed back on the patient and compared to the baseline electrocardiogram. There was slight st segment elevation in the inferior leads. Physician didn't think it was st-segment elevation myocardial infarction (stemi) but patient was sent for cardiac catheterization. By report, after cardiac catheterization, patient had hemodynamic instability and arrested. CPR was provided but the patient expired. The physician does not believe the event was related to bwi products. Device evaluation details: the device evaluation was been completed on 1/15/2021. The device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30293909m number, and no internal action was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage. Note: on 1/14/2021, lot#: 30293909m was obtained off the device during evaluation by electronically erasable programmable read only memory (eeprom) file. As such, the following fields have been updated: d1. Brand name changed from thermocool® sf bi-directional catheter to thermocool® smart touch¿ bi-directional navigation catheter. D4. Catalog was changed from unk_smart touch bidirectional to d132705. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with an unknown ablation catheter and suffered cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and death. No biosense webster (bwi) product malfunctions were reported during the case. After completion of the case and while removing the sheaths, the certified registered nurse anesthetists (crna) did not have a good oxygen (o2) waveform on monitor while extubating the patient. Patient was given blood. The partial pressure of oxygen (po2) was low on venous gas. A transthoracic echocardiography (tee) was performed demonstrating enlarged right ventricle (rv). 12-lead was placed back on the patient and compared to the baseline electrocardiogram. There was slight st segment elevation in the inferior leads. Physician didn¿t think it was st-segment elevation myocardial infarction (stemi) but patient was sent for cardiac catheterization. By report, after cardiac catheterization, patient had hemodynamic instability and arrested. CPR was provided but the patient expired. The physician does not believe the event was related to bwi products. Transseptal puncture was performed with a safesept transseptal guidewire. The max wattage used during the case was 40watts. The total ablation time was 44 minutes and 44 seconds. The total fluid was 1,076 ml. The catheter irrigation was set at 30ml while ablating at 40watts at anterior and 17ml while ablating at 20watts posteriorly. No error messages were reported on any bwi equipment. The force visualization features used included vector, dashboard and visitag. The parameters for stability used with the visitag module were 2ml range, 4 seconds, orce over time (fot) 25%, 3 grams. The color option used prospectively was tag index.